Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. Initial reporter address exceeded the maximum allowable characters. (B)(6).

Event description:
It was reported that the sensor does not provide a probe-off detection when used with a philips intellivue monitor. The sensor was removed from the patient but the spo2 measurement remained on the monitor. No consequences or impact to patient.

Manufacturer narrative:
Additional manufacturing narrative: (B)(6).

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the unit was able to pass continuity testing and functional testing. During visual inspection, green corrosion was observed at the detector nickel plated copper shield. Additionally, the outer jacket was cut and the bend relief was torn at the sensor end. No product performance issue was identified related to reported issue of probe-off readings. Based on the investigation, the customer complaint could not be confirmed.